Event description:
It was reported that the customer received an alarm during basal delivery and insulin delivery was stopped. After reviewing the pump history with tandem customer technical support (cts), it was confirmed that multiple auto-off alarms had occurred which had not been cleared. The customer's blood glucose level was 388 mg/dl. The high bg level was resolved after contacting cts.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)" the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.